Event description:
Customer reported a past low blood glucose event with a reported lowest level of 53 mg/dl. Low bg cause was not known. Customer took corrective action by consuming glucose tablets. Customer was advised by technical support to consult a healthcare provider to discuss factors potentially affecting blood glucose levels.